Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, lot# serial# (B)(4) implanted: 2010, product type: extension product ID: 3387s-40 lot# v433167, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v214250. Implanted: (B)(6) 2010, product type; lead, product ID: 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that two contacts were showing >4000 ohms. It was noted that the contacts in question were not being used. It was noted that the device had been implanted on (B)(6). Additional information received reported that multiple contact pairs had impedances of >40,000 ohms. It was noted that the impedances were tested at an amplitude of 3.0 volts. Additional information received reported that an x-ray was performed on (B)(6) 2013. It was stated that the cause of the high impedances had not been determined and no interventions had been planned. It was noted that the issue had not yet been resolved. Additional information received reported that an x-ray that was taken did not show any open circuits or fractured wires. It was stated that during the implantation operation the impedances had been fine, but ¿in post-op¿ the impedance reading of >40,000 was discovered. It was noted that the patient was receiving therapy by using contacts c+ and 1-. It was further noted that the patient was doing fine because ¿this contact is still together.¿ it was stated that the patient ¿falls all the time.¿ additional information received reported that the no further intervention had been planned to remedy the high impedances.